Manufacturer narrative:
Section a3: patient gender was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had increased use of emergency backup battery (ebb) from 91 at their last visit in (B)(6) 2025 to 153 on (B)(6) 2026. It was also noted that patient experienced no external power alarms on interrogation on (B)(6) 2026, and the patient has known issue with mobile power unit (mpu) from about one month ago (MFR# 2916596-2026-2917269). The log file review captured no external power on (B)(6) 2026 which was caused when the power sources were being switched from mpu to battery power by the patient. The no external power captured on (B)(6) 2026 was caused by power to the mpu being briefly interrupted. It was suggested that this may be due to the mpu ac power cord coming loose at the ac wall outlet or house power disruption. There was no interruption in pump support during these events. The event log file confirmed a total of 153 emergency backup battery (ebb) usages.